Event description:
It was reported that non-sustained rv oversensing episodes which were appeared to be intermittent loss of bi-ventricular capture, began on (B)(6) 2017. The patient was brought into clinic and loss of capture was observed on both right ventricular and left ventricular leads. Programming changes were made. The patient was asymptomatic and stable before, during, and after the event.